Manufacturer narrative:
H.6. Investigation: bd received 17 samples from the customer for investigation. The samples were evaluated by functional testing and the indicated failure mode for low vacuum with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes under filled due to low vacuum with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: low-vacuum tubes were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes under filled due to low vacuum with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: low-vacuum tubes were found.